Event description:
New information received notes that the device was explanted and replaced on mar 2, 2026. No adverse patient consequences were reported.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available. No information regarding adverse patient consequences was reported.